Event description:
It was reported that the user experienced hypoglycemia, with glucose hovering around 55¿60 mg/dl for approximately two hours after treating an initial significant low with candy without a stabilizing snack. Symptoms included low blood glucose. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included internal case review and attempts to obtain additional information from the user. Investigation of this case revealed insufficient information to identify a device-related problem or contributing factor. It was concluded that the cause of the hypoglycemia was unclear and no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.